Manufacturer narrative:
Additional information: b5, d8, e1 (facility name, street 1, city, region, postal code), g1 (manufacturer name, MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left lateral flank hernia. It was reported that after the implant, the patient experienced an abscess, infected mesh, mesh migration, and chronic wound. Post-operative patient treatment included revision surgery, incision and drainage of left flank abscess, laparoscopic removal of infected mesh with full thickness skin, subcutaneous tissue, fascial debridement of subcutaneous abscess with culture and sensitivity, and placement of wound vacuum assisted closure.

Manufacturer narrative:
Additional information: b5, b7, additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left lateral flank hernia. It was reported that after the implant, the patient experienced an abscess, infected mesh, mesh migration, and chronic wound. Post-operative patient treatment included revision surgery, incision and drainage of left flank abscess, laparoscopic removal of infected mesh with full thickness skin, subcutaneous tissue, fascial debridement of subcutaneous abscess with culture and sensitivity, medication, and placement of wound vacuum assisted closure.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was infected intraabominal mesh with subcutaneous abscess left anterior and lateral abdominal wall. ­­­­­­­­­the procedure performed was laparoscopic removal of infected mesh with full thickness skin, subcutaneous tissue, and fascial debridement of subcutaneous abscess with culture and sensitivity, and placement of wound vacuum assisted closure. On (B)(6) 2015 - patient underwent a procedure for incision and drainage of left flank abscess. The preoperative and postoperative diagnosis was incision and drainage of left flank abscess. On (B)(6) 2015 - patient underwent a procedure for laparoscopic removal of infected mesh with full thickness skin, subcutaneous tissue, and fascial debridement of subcutaneous abscess with culture and sensitivity, and placement of wound vacuum assisted closure. The preoperative and postoperative diagnosis was infected intraabdominal wall mesh with subcutaneous abscess left anterior and left lateral abdominal wall. On (B)(6) 2017- patient underwent a procedure for wound exploration with removal of infected abdominal wall mesh. The preoperative diagnosis was chronic wound, left upper quadrant and postoperative diagnosis was chronic wound secondary to infected prosthetic mesh of the abdominal wall of the left upper quadrant. Past medical history: gastroesophageal reflux disease, degenerative joint disease and exogenous morbid obesity. Past surgical history: gastric bypass, flank hernia repair laparoscopically, mesh removal and knee scope. The patient has had a additional surgery; infection; mesh removal and revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left lateral flank hernia. It was reported that after the implant, the patient experienced an abscess, infected mesh, and chronic wound. Post-operative patient treatment included revision surgery, incision and drainage of left flank abscess, laparoscopic removal of infected mesh with full thickness skin, subcutaneous tissue, fascial debridement of subcutaneous abscess with culture and sensitivity, and placement of wound vacuum assisted closure.